Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The reported field event of inappropriate hv therapy was confirmed in the laboratory via device image. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to emergency room after receiving inappropriate hv shocks due to lead noise. The device was explanted and replaced. The procedure was completed without any complications.